Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient last charged about 2 weeks ago and last felt stimulation maybe yesterday. The patient reported they have always had pain but today the pain really started bothering them so they checked and started seeing the reposition antenna screen. Patient is able to connect with their programmer and then were also able to connect with their recharger and seeing 2 coupling boxes filled in. The patient tried to connect again and got 8 coupling boxes. No further complications reported and/or anticipated at this time.